Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) fell, and patient thought that this device was not working as expected since then. This device remains in service. No adverse patient effects were reported.